Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided office notes from their dental visit. The note states oral hygiene: generalized marginal gingivitis, bilateral tmj painful on palpation, clicking and popping present, right side tmj painful on lateral exclusions, crepitus of right tmj present. Recommend to us nigh guard, patient stated having pain radiating to temporal area, patient wants ortho treatment. Referred to orthodontist for eval and treatment. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.